Event description:
Rn of home pt reported leak at pt adapter of two "brand new" transfer sets. Rn reported home patient's transfer set was changed both times, with no pt injury or medical intervention required.